Manufacturer narrative:
The returned lead was thoroughly analyzed. The analysis showed multiple signs of abrasion along the lead body. In particular in the distal segment of the lead, the insulation was damaged due to fraying. This damage manifestation can with high probability be regarded as the cause for the inadequate therapy mentioned in the complaint. The position and characteristics of the fraying lead to the assumption of severe mechanical stress on the lead in the area of the tricuspid valve. Strong lead movement should be considered as cause. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In the course of the further analysis, the rope conductor to the shock electrode showed a torn conductor fracture in the area of the fork and was strongly coiled between fork and connector pin. It can be assumed that high tensile forces, which were applied during the explantation process, have led to the conductor fracture. There were no indications of material defects or manufacturing errors.

Event description:
Follow up after appropriate ICD shock revealed inappropriate ICD therapy (6 episodes of atp) due to undersensing in the right atrium. Underlying rhythm was svt with 1:1 conduction and retrograde va conduction followed by spontaneous cardioversion into sinus rhythm. Patient had minor symptoms, no signs of angina, no vertigo, no syncope. At follow up sensing and pacing thresholds were regular. Atrial sensing set to 0.2 mv. Vt monitoring zone set 150 bpm. Update: inappropriate capacitor charges due to detection of vf from ventricular oversensing were reported.